Event description:
Date of event : 2009. Incident: since about two months, we have had four instances of the star close device being used to close the femoral artery site - device fails to deploy properly and the groin site had to be closed by direct manual pressure. The lot numbers for these are: 730536h / 730556h / 730376h / 710428h.